Event description:
It was reported that the procedure was to treat a moderately calcified anterior tibial artery. The 3.0x120mm armada 18 balloon dilatation catheter (bdc) met resistance during advancement with a 6fr sheath. Once at the lesion the balloon was attempted to be inflated; however, it was noted to be losing pressure and would not inflate. A new 2.5 armada 18 was used to successfully complete the procedure. There was no adverse patient effects and no clinically significant delay. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record and review of the complaint history could not be performed as the lot number was not provided. The investigation was unable to determine a conclusive cause for the reported difficulty advancing the device; however, the reported balloon rupture appears to be related to operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.